Manufacturer narrative:
Root cause of injury unk at this time due to insufficient info from customer.

Event description:
On (B)(6) 2014 syneron qa was made aware of an adverse event that occurred to a pt of dr (B)(6). Pt was being treated for the third and final session on the abdomen with ultrashape system and transducer applicator. Syneron qa was provided with the following treatment info: pt is a (B)(6) year old female with skin type I. On (B)(6) pt was treated on the abdomen with approx 2 inches of fat for the third time. Pt described she developed a large blister on her way home from the treatment. No additional info is available at this time.